Manufacturer narrative:
(B)(4). Patient ID was not provided. Patient weight was not provided. Device has not been returned to manufacturer. Additional 510k codes: k101880.

Event description:
It was reported that internal thread of implant is not letting healing collar be placed. Implant was removed from mouth and replaced same day. Tooth location # 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant with an attached healing collar was returned for inspection. A visual inspection revealed wear on the collar and threads of the implant. The internal threading of the implant could not be visually inspected as the healing collar could not be removed from the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint was confirmed based on the stuck condition. The internal threading could not be evaluated. A root cause could not be determined. The following sections have been updated: date of this report. Manufacturer. Device expiration. UDI: (B)(4). Device availability. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.